Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Concomitant medical product: power injector; td: (B)(6) 2018.

Event description:
The customer reported the product unthreaded during a power injection of saline and isovue 370 at a rate of 2.5ml/second, and a leak occurred. It's unknown if the product completely disconnected. Prior to the power injection, the product flushed well and was stable. All the steps the facility requests be taken when cleaning and attaching the products were followed. The patient's IV site in their left hand was assessed, and access was maintained after the leak. There was no harm to the patient, and the scan was not affected.